Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, cracked keypad overlay, peeling keypad overlay, minor scratched lcd window and cracked reservoir tube lip. The p cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the side of the screen the insulin pump had a crack. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.